Manufacturer narrative:
Investigation description: all complaints confirmed. The engineering logs were resynced and all mentioned alerts were found, even though the device did not have these alerts active during troubleshooting. These alerts are known to be software bugs.

Event description:
It was reported that an ilet user received recurring device alerts identified as 57 (software runtime error), 59 (state error), and 69 (algorithm data parity check); device restarts temporarily cleared the alerts, but alert 69 persisted and a replacement device was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and continued therapy use with a replacement device arranged. Investigation included customer interview, review of device-reported alerts, and remote troubleshooting and education, including repeated restart attempts. Investigation of this case revealed persistent system faults consistent with software or algorithm data integrity errors, with no evidence of user error or blood glucose impact. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to software or algorithm data handling. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.